Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
A monarc sling was implanted on (B)(6) 2005. The pt now reports "pain and suffering" and that it "never worked." "Worse off than before, " "consistent utis, " "heard it's defective," "still have it," and "have blood in urine constantly." She also reports chronic pain and that a total work-up three years ago revealed no findings. At that time she had "just a little incontinence," but now requires diapers at all times. She would like to have the device removed but has been advised to "leave it alone."